Event description:
It was reported by the rep that (3) er320 clip appliers were being used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clip applier was being used to ligate the cystic duct and artery. The clip applier was placed inside the pt's body and the surgeon attempted to fire the clip applier, and the clip did not close. The clip was instead shot out of the end of the applier and recovered by the surgeon with an endoscopic grasper. The clip applier was pulled out of the pt's body and retried several times each with the same results. This process was repeated with 2 other clip appliers with the same results. The 4th clip applier worked properly and was used to complete the case. The operating room time was extended by ten minutes.